Event description:
It was reported that, one (1) secura no-sting barrier film 28mlsprayce has leaked due to possible defects on the lids which cause loss of hermeticity. No case reported; therefore, there was no patient involved.

Manufacturer narrative:
Internal reference number: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The provided video was in a format that was not able to be opened. A review of the associated batch record showed that this batch passed all acceptance criteria and was compliant upon release for distribution. An analysis of the complaint history revealed 2 similar events for the listed product for the timeframe; however, for the batch number, the review did not reveal similar events. An assessment to identify prior CAPA/nc/pra/hhe/field actions was executed and determined that a similar event was identified, and nc was opened; although, it is important to clarify that the listed batch was manufactured before corrective action implementation. A review of the risk management documentation was performed and concluded that the alleged failure and associated foreseeable harms have been anticipated. The probable cause remains unknown. Without a complaint sample, photograph, or video to observe the reported defect, a definitive root cause cannot be determined. Defects reporting issues with hermetic sealing may be attributed to temperature and pressure variations during shipment or insufficient torque, inadequate packing, failure of primary packaging during course of product shelf-life or that the product is damaged in transit. No manufacturing, packaging, labelling, design, concerns nor adverse trend have been observed, therefore no corrective actions are deemed necessary.